Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. It was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling and pulling/stretching/overstress, there was blood on the distal conductor of the lead and it was not obstructed, the helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress. The visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and had triggered the alert. It was noted that the lead wassuspect of possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 507652 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.